Event description:
It was reported that this right ventricular (rv) lead has been surgically abandoned due to unknown product performance anomaly. A new rv lead with different model was successfully implanted. No adverse patient effects were reported.